Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been removed and it was unknown what the reason was or when it occurred. It was stated there was a potential need for explanting the patient¿s leads which were ¿bothering the patient.¿ additional information from the healthcare provider stated the patient¿s leads bothered them in the pocket right lower quadrant. The patient¿s generator was removed elsewhere in the past and the patient no longer needed gastric stimulation. It was noted there was a plan to remove or cap the leads. The event cause was not determined and it was stated it was not device related. The healthcare provider planned to treat the patient by capping or removal by the end of the year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.